Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion set change, the user experienced persistent hyperglycemia with glucose values up to 384 mg/dl, confirmed by fingerstick, and moderate ketones; a subsequent infusion set change and supply checks were performed with no obvious hardware issues identified, and the user considered a subcutaneous insulin injection while allowing the ilet additional time to correct. Symptoms included hyperglycemia with ketonemia, without loss of consciousness or other acute complications. Outcomes included no hospitalization or professional medical intervention, and caregiver assistance for device management. Investigation included call center troubleshooting, review of user-reported data, and verification of sensor accuracy against fingerstick. Investigation of this case revealed no device malfunction detected through user checks of tubing and cartridge, with infusion site discomfort and possible scar tissue noted at the initial site and improvement actions taken by relocating the site. It was concluded that the event involved hyperglycemia with an unclear cause and that user education and monitoring were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.